Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse on 21-may-2010 - local reference (B)(4). This case involves a female, pt, who rec'd poly-l-lactic acid (sculptra) therapy on (B)(6) 2010. No add'l treatment details were mentioned. On an unk date, the pt developed a pea sized lump under one eye recently. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment - unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4); (B)(4). Outcome - not recovered / not resolved. Add'l info rec'd on 01-jun-2010 in the form of ptc investigation results (note: upon medical review, this non-serious case has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree.) Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in ireland. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.